Event description:
The customer had a reaction to the control solution customer used to check customer's spouse's blood glucose device. The customer had solution on hands and may have rubbed it on customer's mouth. Customer's hands, face and chest turned red. Customer's throat and tongue swelled. The customer was taken to the hosp where customer was given .03mg shot of ephinephrine and an unk dose of prednisone. Customer also received a breathing treatment. A request was made for the return of the suspect device and replacement product was sent.